Event description:
The right ventricular defibrillator lead was removed and replaced for suboptimal function.

Event description:
The right ventricular defibrillator lead was removed and replaced for suboptimal function.